Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to a pinhole on the connecting tube, water tightness was lost. There were few additional findings. Scope connector and electrical connector was sticky due to water leakage. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to a dent on channel tube, forceps cannot be inserted smoothly. Image guide bundle had a stain. Due to a chip on light guide lens, image flare occurred. Connecting tube had a dent. Three good faith efforts (gfe) were made to obtain additional information; however, no response received from the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the connecting tube of the bronchofibervideoscope had a pinhole. The device was returned and an evaluation at the repair center revealed, the coating of the image guide (ig) tube was peeled off (more than one millimeter square or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by stress of repeated use, external factors, or handling, a definitive root cause of the peeled coating could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.